Event description:
A patient/layperson informed a customer care advocate, cca on october 1, 2007 that his onetouch ultra meter has had no power since approx one month and a week earlier, despite new batteries. The patient had not tested his blood glucose since then. Because the cca could not resolve the issue during the call, the products were replaced. The patient also reported experiencing "heart pains and exhaustion" at work around 4:00 p.m. On the same day. Paramedics were called, obtaining a blood glucose result of "520" mg/dl on their meter. When transported to the hospital, the blood glucose result at the ER (unknown whether lab or a meter) was "568." He was treated with insulin, possibly novolog 70/30. Reportedly, the ER staff attributed the heart pains to hyperglycemia. The patient claimed that because he was unable to test for one month due to a possible power issue, he was unaware of his blood glucose levels and possibly delayed treatment. For this reason, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.